Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during laser-assisted cataract surgery in the left eye, there was a tear in the anterior and posterior capsule. Per the surgeon, a small tear was noted anteriorly at 280 degrees, early on, during the phaco portion. Then, prior to irrigation and aspiration (I&a) he also noticed a tear in the posterior capsule, which ran circumferentially for about 4-5 clock hours, centered at 220 degrees. No vitreous was detected, so no vitrectomy was performed by the surgeon. The surgeon implanted a three-piece intraocular lens (iol) into the sulcus. He also had to enlarge the femto incision, in order to fit the larger lens injector. Lastly, he sutured the enlarged wound. According to the surgeon, it is unknown whether the laser caused or contributed to the event. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. There is insufficient evidence contained within the reported information that indicates that the design or performance of the system had any effect on the integrity of the capsule. With the information provided by the reporter, the root cause of this event cannot be determined conclusively. (B)(4).